Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted

Event description:
A low reading issue was reported with the adc device. A caller reported receiving an unspecified low scan on the sensor when compared to a built-in meter. It was further reported that the customer's speech was incoherent and was hospitalized at the time of the call. The caller reported that the customer received medical treatment however, no treatment details were provided as the caller could not continue the call and requested to be called back "next week". There was no report of death or permanent injury associated with this event.